Event description:
Anesthesia machine shut off intraoperatively. During case, saw message in capital red letters "machine will shut down in 8 seconds". Entire monitor and ventilator turned black and shutdown, bellows stopped moving. User turned machine off/ on a couple of times. The first time the lights and monitor turned on for a second and then shut down again. After the 3rd time, turning it off and on, the machine appeared to turn on and ventilator worked, but user not convinced machine was delivering sevo accurately. Supplemented with IV anesthesia to account for unclear delivery of sevo. Machine removed from service for repair by ge. Event, alarm and error logs were downloaded and sent to ge technical support for analysis. Suspected problem with on/off switch. Ge field service engineer replaced switch mechanism and wiring harness. Suspected faulty part sent to ge for analysis. Ge field service engineer tested to manufacturer's planned maintenance procedure. All tests passed and machine put back into use.